Event description:
During a bilateral dcr, a stentube was being used during intubation os (left eye). The probe pulled off the silicone tubing. The surgeon was to complete the intubation. On the od (right eye) during intubation, the probes pulled off the silicone on both ends. The surgeon was unable to use the stentube and had to complete the intubation with the crawford tubes.